Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks to the patient due to rapid ventricular response (rvr). The device displayed an error code 1005 is indicative of an open circuit condition during shock delivery. The device was explanted and replaced. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered shocks to the patient due to rapid ventricular response (rvr). The device displayed an error code 1005 is indicative of an open circuit condition during shock delivery. Later on, upon interrogation, the device was found to be in safety mode. The device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.